Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where an unknown fluid was leaking from the air vent was reported. There was unknown report of patient involvement and unknown patient harm.